Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The pt's anatomy was severely tortuous. The lesion was located in the mid circumflex (cx). The vessel was severely calcified and 90% stenosed. The physician attempted to advance a taxus express2 2.50x8.00mm drug eluting stent (des) and felt resistance. The physician pulled the entire stent delivery system (sds) and then noticed the stent was located on the tip of the wire. It did not come off in the patient. The procedure was successfully completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.